Event description:
Reportedly, several episodes of myopotentials oversensing labelled as vf or non-sustained arryhthmia were observed between (B)(6) 2017 and (B)(6) 2020. The sensitivity threshold was set at 0.4mv and the vf persistence was set at 15 cycles. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials sensing.

Event description:
Reportedly, several episodes of myopotentials oversensing labelled as vf or non-sustained arrhythmia were observed between (B)(6) 2017 and (B)(6) 2020. The sensitivity threshold was set at 0.4mv and the vf persistence was set at 15 cycles. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials sensing.

Manufacturer narrative:
B5 corrected: typo. E1 updated : reporter name. Please refer to the attached analysis report.